Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
During a call with insulet on (B)(6) 2026, the patient reported a history of four severe hypoglycemia events that occurred during the previous calendar year. The patient stated that they were taken by ambulance to the hospital 4 different times, and by the time they arrived at the hospital, their blood glucose level was 20 mg/dl. These events reportedly occurred once in (B)(6), twice in (B)(6), and once in december. The patient described each episode as life-threatening, stating they were "out of it", and that the patient's spouse had found them on the floor, drenched in sweat. The patient reported that the heavy sweating caused the pod to detach during these events. The patient further reported that they were not waking when the device alarmed and has since discovered the alarm volume was set too low. The patient stated their doctor has since adjusted their settings in 2026. No additional contextual information regarding the circumstances of the lows, treatment received, or specific medical intervention provided was obtained during the interaction. Multiple attempts were made by insulet to contact the patient for follow-up, but comprehensive event-related details remain unavailable. This report represents one of the four related reports.